Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. The philips field service engineer (fse) evaluated the device. The fse could not duplicate the reported condition. The fse replaced the user interface (ui) assembly as a precaution only. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator could not shut the unit off using power switch. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05/08/2019. Date received by manufacturer: 06/14/2019. Failure analysis on the returned user interface assembly shows that evaluation noted that upon applying power to ventilator, unit booted into normal operation without pressing power button, indicative of the power button in a depressed/closed state. By replacing the overlay with a known good power switch overlay on the returned ui, no faults were noted. Root cause is failure of the power switch button of the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.